Event description:
It was reported that the patient received several shocks and shortly thereafter, the device began to vibrate. The patient presented to the clinic with an alert that the device was in backup vvi. The device could not be interrogated as a result. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The cause of the backup vvi was not conclusively determined however, inspection of the device image data revealed that the backup vvi began because of a power-on reset (por) during delivery of high voltage therapy for vf. The cause of the por was not conclusively identified, but it is suspected there was an arc possibly between the rv lead electrode and device can due to lead insulation damage. The device was tested and found to be normal.